Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that the patient had syncopal episode. Reviewed on the presenting electrogram showed an out of range right ventricular intrinsic amplitude was observed on (B)(6) 2018. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This event occurred at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)